Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe buttons not responding was confirmed. All the buttons are non functional. The root cause of the failure was identified as an internal probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer's probe has non-functioning buttons. Evaluation at bd service facility found device to display 3 vertical lines running down the ultrasound image.